Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a draining slowly message and an air detected in cassette message during drain 4 of 5. Prior to the messages the patient had disconnected from system to use restroom and then reconnected. The patient's pd nurse said for patient to stop treatment and manually drain. Patient then found fluid that was discovered in the pump module area of the cycler. Fluid leaked from inside of cassette door. The patient stated there was moisture inside of cassette door; there were alarms/warnings prior to leak. In a follow up, the patient's pd nurse verified the event and said there was no harm,intervention or adverse event associated with the fluid leak. The patient is still using the same cycler and switched to a new lot of cartridges. The nurse said the patient would be analyzed in his set up procedure to make sure he is doing it properly. The complaint cartridge is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.